Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a healthcare professional (hcp). The infection, burning, and draining had not been resolved. The pump explant date was pending. The medication will be removed and the pump will be filled with normal saline solution before the explant. The patient weight at the time of the event was (B)(6).

Manufacturer narrative:
Continuation of medical devices: product ID 8780, serial# (B)(4), implanted: (B)(6) 2018, product type catheter. Information references the main component of the system. Other relevant device(s) are: product ID: 8780, serial/lot #: (B)(4), ubd: 04-jan-2020, UDI#: (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient who was receiving dilaudid 3.0 mg/ml; 0.5004 mg/day via an implantable pump. Indication for use was spinal pain. The date of the event was approximately (B)(6) 2018; (about a week following implant). It was reported the patient developed (B)(6) infection following the pump implant. The area of infection was the catheter track. The skin was too thin where the catheter was located, and the catheter was showing and sticking out. A week following implant the patient had to go back and they had to "re-do it because it had opened up". It looked like everything was healing and then all the sudden it started burning and draining again (a few months ago). The patient followed up with an infectious disease doctor who put her on oral antibiotics. The patient followed up with the implanting surgeon last week. The pump system will be explanted as the (B)(6) will not be resolved unless the pump is removed. The removal surgery is not scheduled yet. No further complications were reported.